Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that when the patient¿s batteries were replaced in (B)(6) 2014, it started showing the elective replacement indicator (eri) in november. The patient¿s doctor told her to shut stimulation off at night, but the patient couldn¿t because she woke up in pain and needed to use it. The patient¿s implantable neurostimulator (ins) battery only lasted 11 months. The ins was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient confirmed her previous batteries were replaced due to normal battery depletion. The patient noted that the previous batteries were non-rechargeable two year batteries, and they were on high settings. No symptoms or further complications were reported/anticipated.